Event description:
It was reported that, "open sterile component and the implant had come through the box and sterility was compromised. A substitute implant that was less than surgeon expectations was implanted."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.